Event description:
It was reported that the device's battery experienced a sudden drop in battery voltage. The physician expressed concern about the significant change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead, implanted: (B)(6) 2000. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
The device was later explanted and replaced.